Manufacturer narrative:
A steris service technician arrived on site, inspected the unit, and found that the door required replacement. The technician replaced the door, tested the unit, and confirmed it to be operating according to specification. The door has been returned to steris for evaluation. A follow-up MDR will be submitted should additional information be identified during the door's evaluation. The unit is currently under steris warranty.

Event description:
The user facility reported that the lower compartment door fell off their warming cabinet. No report of injury or procedural delay or cancellation.

Manufacturer narrative:
(B)(4) quality engineers reviewed the DHR of the unit subject of the reported event; no anomalies were identified. The warming cabinet door was returned to steris (B)(4) for evaluation. The evaluation identified that the lower threaded door weldment detached inside the door, allowing the bottom section of the door to slip from the lower hinge bracket. A review of warming cabinet complaints determined that this is an isolated event. The user facility's warming cabinet door was replaced and the unit was returned to service.